Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. During download history review, no relevant alarms were noted. Unit did not pass the self test when the unit did not vibrate. Audio options screen was set to low and high volume with vibrate and all volume settings functioning accordingly to settings. No volume anomalies noted during testing. Unit was cut open and performed a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including the motor flex connector were plugged in properly. However, during deconstructive analysis, corroded vibrator/harness board and electronic assembly was noted possibly causing an unexpected electrical short. Unit was received with the following battery tube threads - cracked, cracked case (battery tube), cracked case on battery side, scratched case, missing display window/cover, pillowing keypad overlay and stained keypad overlay. In conclusion, customers concern of tone/vibrator anomaly was confirmed due to unit not properly vibrating during testing. However, during deconstructive analysis, corroded vibrator/harness board and electronic assembly was noted causing an unexpected electrical short. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced audio/vibrate anomaly/absence of alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer reported an audio anomaly. The customer confirmed audio option was enabled. Conducted audio test and pump did not pass. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880 was requested, and the customer response was the device will be returned.